Event description:
Reporter alleged obtaining an error message on the active s system in the morning and was unable to use the system for blood glucose testing. Reporter stated she began to experience hypoglycemic symptoms and a relative gave her some orange juice with sugar before transporting her to the hospital. Reporter indicated she was treated with an IV of unk contents and released in an hr. No other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.